Manufacturer narrative:
Due to the august 2015 FDA maintenance were the 3500a codes were updated, the 3500a codes (evaluation codes) will be added until the biosense webster system is also updated. (B)(4). It was reported that during an afib - atrial fibrillation procedure with the use of a carto® 3 mapping system and a thermocool® smarttouch® sf bi-directional nav catheter, the signal noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) on both carto and ep recording systems and also no signal was available for the physician to monitor the patient¿s heart rhythm. The case was completed by changing the catheter without any patient¿s consequence. This type of issue is indicative of a reportable event. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an afib - atrial fibrillation procedure with the use of a carto 3 mapping system and a thermocool smarttouch sf bi-directional nav catheter, the signal noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) on both carto and ep recording systems and also no signal was available for the physician to monitor the patient's heart rhythm. The case was completed by changing the catheter without any patient's consequence. This type of issue is indicative of a reportable event.

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.